Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for non-malignant pain. It was reported that the patient was in a car accident and had pain in the neck and back. The car accident occurred on (B)(6) 2015. There was a por code on the programmer and recharger. The por appeared the day prior to the report. It was unknown what type of por was displayed. Further follow-up is being conducted to determine if they were able to clear the por, if any troubleshooting, actions or interventions were performed, and the cause of the por. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the manufacturer's representative reported that the impedances were checked and were within normal limits. The power-on-reset (por) was cleared. The patient was reported as receiving adequate stimulation. If additional information is received, a follow-up report will be sent.